Manufacturer narrative:
Literature citation: seiji ohtori, sumihisa orita, kazuhide inage, kazuki fujimoto, yasuhiro shiga, koki abe, hirohito kanamoto, masahiro inoue, hideyuki kinishita, daisuke himeno, miyako suzuki, kazuyo yamauchi; title- "oblique lateral interbody fusion (olif) with pps". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per a literature that in a olif surgery conducted on 155 patients, a patient suffered from nerve root injury.